Event description:
It was reported that customer pump screen stayed dark and pump would not turn on despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to try several button presses, use known working charging supplies, and allow time for pump startup, but pump still did not power on, and customer was advised to contact healthcare provider to discuss pump replacement since pump warranty had expired.